Manufacturer narrative:
Technician found the bed in maintenance area. Found head of stretcher would drift down due to defective gas springs. Replaced both gas springs to resolve this issue.

Event description:
Customer had bed located in maintenance area with tag stating that the head of the stretcher would drift down with any amount of weight on it. No pt or staff impact to report.